Event description:
It was reported that during a left thoracotomy with excision of left upper lung mass; possible lobectomy; possible mediastinal lymph node dissection procedure, no staples were present after firing. The procedure was completed with hand suturing. There was no pt consequence.